Event description:
It was reported that during the preparations for a pulseselect ablation, small air bubbles appeared during aspiration when the pulseselect catheter was advanced into the sheath. Initially, a 50 milliliter syringe was used for aspiration, and later, a 20 milliliter or 10 milliliter syringe was used, but small air inclusions were repeatedly visible. The customer noted that this issue occurred only with the contour sheaths, despite using the same technique with various types of sheaths. The product was replaced. The case was completed without any patient symptoms or complications, and no medical or surgical intervention was needed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the data files containing four images and the 10fcc13 sheath of lot number 0012426557 was returned and analyzed. On the received four pictures, a practitioner was withdrawing blood into a syringe and micro air bubbles are clearly visible in the side tube of the sheath. Visual inspection of the handle area was performed. The inspection identified a kink at the side port tube. The performance test with sentinel blackbelt leak tester was performed. The pressure test with 45 pounds per square inch gauge (psig) showed the pressure decay in the device was 0.03539 psig and in an acceptable range (should be between -0.3 and 0.3 psig). The vacuum test with a negative pressure of 8.5 psig showed the pressure decay in the device was 0.00486 psig and in an acceptable range (should be between -0.3 and 0.3 psig). In conclusion, the reported air ingress was not observed or reproduced. The sheath failed the return product inspection due to a kink observed on the side port. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.